Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient underwent a surgery where a "danek" 23mm plate, 30mm screw was implanted at level l5 and a 25mm screw was implanted at s1. On an unknown date, post-op, patient reported that he was experiencing following complications: muscle deterioration in left leg; pain in the area of the implant; feet and toe cramping; arm numbness. Patient is currently receiving steroid shots every 6 months due to pain. Patient also stated, he had a follow-up procedure (did not say when) to remove some of the screws, however, the patient is still experiencing the above symptoms. Patient said he is unaware of any metal allergens.